Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 02/14/2020. A manufacturing record evaluation was performed for the finished device mab864 batch number, and no non-conformance's were identified. Summary: it was received for analysis thirteen unopened samples of product. During the visual inspection of samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed using an instron and the pull force were above the minimum requirements. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2020 and the suture was used. During the procedure, the needle broke off of the suture. Another like device was used to complete the surgery. There were no patient consequences reported.